Manufacturer narrative:
Product is unable to returned to confirm if a malfunction has occurred.

Event description:
It was reported that a cordless power flosser charger caught on fire. No injury or property damage was reported.